Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced ten infusion set cannula kinked events on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen and upper buttocks. Blood glucose levels were reported to be high at the time of event. Patient took correction injection via multi daily injections, replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.